Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable tachy lead - 2001 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and increased thresholds. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.